Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, interrogation found that the ventricular autocapture had phantom programmed "off". A subsequent follow-up noted the same after having been programmed "on". The physician programmed the ventricular lead to bipolar with output at 2.5v, 0.4 ms and the autocapture was left in the "off" mode. Monitoring will continue.